Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product and its packaging were not returned; therefore, the expiration date on the specific product labels could not be confirmed. However, it was reported that the stent had an expiration date of (B)(6) 2011. A review of the labels attached to the lot history record for this lot was conducted and labels for the reported lot # (9010761) indicated an expiration date (use by date) of (B)(6) 2011. In this case, the product was used 12 days after the expiration date. The expiration date of the product is important for the sterility, efficacy and performance of the device. It should be noted that the xience v instructions for use instructs the user to: note the -use by- (expiration) date on the product label. Additionally, the xience v IFU states: do not use after the -use by- date. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to this report. Although the exact cause of why the product was used after expiration cannot be determined from the reported information, it appears that use error likely contributed to the reported event.

Event description:
It was reported that an expired xience v stent was implanted into a right coronary artery. There was no adverse patient sequela reported. Although requested, there was no additional information provided.